Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 975392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included obesity. On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia),/heavy and long periods"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and pelvic pain ("pain: pelvic area") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection") and menopause ("could experience early symptoms of menopause"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, allergy to metals, metrorrhagia, cystitis, weight increased, fatigue, migraine, headache, vaginal haemorrhage, vaginal infection, pelvic pain and menopause outcome was unknown, the dysmenorrhoea was resolving and the menorrhagia had resolved. The reporter considered allergy to metals, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menopause, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pain, bladder/urinary problems, allergy, perforation, other injuries/symptoms : yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs received. Lot number was added. Added event pelvic pain, abnormal bleeding (general), abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal) type: vaginal, menopause . Updated outcome of events dysmenorrhea from unknown to recovering/resolving. Patient's demographics was added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and pelvic abscess ('abscess') in an adult female patient who had essure (batch no. 975392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain: pelvic area"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia),/heavy and long periods"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection") and premature menopause ("could experience early symptoms of menopause"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic abscess, genital haemorrhage, allergy to metals, metrorrhagia, cystitis, weight increased, fatigue, migraine, headache, vaginal haemorrhage, vaginal infection, pelvic pain and premature menopause outcome was unknown, the dysmenorrhoea was resolving and the menorrhagia had resolved. The reporter considered allergy to metals, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic abscess, pelvic pain, premature menopause, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pain, bladder/urinary problems, allergy, perforation, other injuries/symptoms : yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Lot number:975392, manufacture date: 2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and pelvic abscess ('abscess') in an adult female patient who had essure (batch no. 975392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain: pelvic area"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia),/heavy and long periods"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection") and premature menopause ("could experience early symptoms of menopause"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic abscess, genital haemorrhage, allergy to metals, metrorrhagia, cystitis, weight increased, fatigue, migraine, headache, vaginal haemorrhage, vaginal infection, pelvic pain and premature menopause outcome was unknown, the dysmenorrhoea was resolving and the menorrhagia had resolved. The reporter considered allergy to metals, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic abscess, pelvic pain, premature menopause, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pain, bladder/urinary problems, allergy, perforation, other injuries/symptoms: yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Most recent follow-up information incorporated above includes: on 5-jun-2020: pif received. Event: abscess added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, dysmenorrhoea, allergy to metals, menorrhagia, metrorrhagia, cystitis, weight increased, fatigue, migraine and headache outcome was unknown. The reporter considered allergy to metals, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, metrorrhagia, migraine and weight increased to be related to essure. The reporter commented: received treatment for pain, bladder/urinary problems, allergy, perforation, other injuries/symptoms: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event "injury to herself" was updated to dysmenorrhea (cramping). New events added - menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), nickel allergy, fallopian tubes perforation, bladder infection, weight gain, fatigue, migraine, headaches, essure confirmation test(s) conducted, specify: no. Reporter information added. Date of insertion and removal added. Reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.